Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by review of the printouts. The fse was able to reproduce the error by performing "all set home" action. During troubleshooting, the fse observed the missing bf probe tip and bf probe assembly was stuck inside the waste fluid port and the dropped tip was sitting inside the waste fluid port. The fse freed the bf probe assembly and reinstalled the bf probe tip. The fse validated the analyzer by running a daily check and quality control (qc) with results within acceptable range and no errors recurring. The analyzer is operating as expected. No further action needed by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: error message: 4044 wash.sy home not found. Description: the bf syringe motor home position cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact tosoh local representative. The most probable cause was due to an operational problem with the bf probe assembly, cause traced to component failure.

Event description:
A customer reported 4044 (360 only) wash.sy home not found error on the aia-360 analyzer. The customer restarted the analyzer, but error persisted. Technical support specialist (tss) instructed the customer to attempt to rotate the carousal with the analyzer off, but the customer was unable to turn more than one inch. The customer confirmed there were no fallen or missing tubes. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.